Event description:
The facility reports the first caregiver had just rem0ved the resident from the bath using the lift when the caregiver noticed the left end of the stretcher was starting to lean to one side. The caregiver moved to keep the resident from sliding off the lift. When she moved, she grabbed the end of the lift and fell to the floor, suffering a slight bump to the head and a slight ankle sprain. The second caregiver, who was cleaning in thr bathing room, moved to hold up the stretcher end and the first caregiver, causing a possible rotator cuff pull in his shoulder.

Event description:
The facility reports the first caregiver had just rem0ved the resident from the bath using the lift when the caregiver noticed the left end of the stretcher was starting to lean to one side. The caregiver moved to keep the resident from sliding off the lift. When she moved, she grabbed the end of the lift and fell to the floor, suffering a slight bump to the head and a slight ankle sprain. The second caregiver, who was cleaning in thr bathing room, moved to hold up the stretcher end and the first caregiver, causing a possible rotator cuff pull in his shoulder.

Manufacturer narrative:
An arjo investigator examined the device and found it in good condition and all functions of the unit working according to the operations manual. There were some minor scratches and cracked covers. The screws that stabilizes the raising ends of the stretcher were loose. The MFR concludes the equipment is lacking the required svc and maintenance. The MFR recommends retraining the customer in accordance with the operating and maintenance instructions, specifically the chapter regarding preventive maintenance schedule. The product must be repaired and returned to its original state prior to being returned to use.

Event description:
Originally listed MFR report number as 921. Should have been 927.